Event description:
It was reported that an interrogation report showed the device counters data as "???" And the rate histograms also contained invalid data. It was noted the patient was undergoing radiation therapy, which affected the device memory. The invalid data will reset with the next interrogation and the device remains in use. No patient complications have been reported as a result of this event.